Event description:
It was reported that the procedure was cancelled after the patient was sedated. A rotapro 1.50mm was being used as a part of treatment for a procedure. During preparation for the procedure, it was noted that the burr became stuck within the advancer. The physician then used another rotapro 1.50mm to attempt to complete the procedure. The second rotapro 1.50mm then also became stuck within the advancer. Due to both devices becoming stuck within the advancer, the procedure was postponed for a later date. The patient was already sedated when the procedure was postponed, however no patient complications were reported due to this event.